Event description:
The patient was seen for shoulder pains. After an evaluation and MRI, was found to have full thickness rotator cuff tear of the right shoulder. The patient underwent right shoulder arthroscopic subacromial decompression, arthroscopic acromioplasty, arthroscopic biceps tenodesis, and arthroscopic rotator cuff repair. During the surgical procedure three horizontal mattress sutures were placed through the cuff with a scorpion suture passer. While using the scorpion needle passer to push suture into the rotator cuff the tip of the needle broke off.